Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of nonunion could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic surgery and traumatology department, clínica universidad de navarra, spain¿. The title of this report is, ¿the efficacy of an intramedullary nitinol implant in the correction of claw toe or hammertoe deformities¿, published on may 17, 2019, which is associated with the stryker ¿smart toe system¿. This report can be found at https://doi.org/10.1007/s00402-019-03203-w. This report includes an analysis of the clinical data that was collected on 36 patients, and the cases in this study range from april 2013 to october 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced nonunion. The report states, ¿only in one toe (2%) was the pip arthrodesis not achieved, but the patient did not develop symptoms. In the rest, fusion was achieved (98%)¿.

Event description:
The manufacturer became aware of a literature published by the ¿orthopaedic surgery and traumatology department, clínica universidad de navarra, spain¿. The title of this report is, ¿the efficacy of an intramedullary nitinol implant in the correction of claw toe or hammertoe deformities¿, published on may 17, 2019, which is associated with the stryker ¿smart toe system¿. This report can be found at https://doi.org/10.1007/s00402-019-03203-w. This report includes an analysis of the clinical data that was collected on 36 patients, and the cases in this study range from april 2013 to october 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced nonunion. The report states, ¿only in one toe (2%) was the pip arthrodesis not achieved, but the patient did not develop symptoms. In the rest, fusion was achieved (98%)¿.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of nonunion could be confirmed from the available information and x-ray in the literature study. With the available x-ray with no certainty that it refers to the patient¿s case still a formal medical opinion has been sought, the x-ray shows a nonunion of the pip joint of the 2nd toe of the left foot. The smarttoe device has failed at the junction between the central body and the two distal nitinol legs. But with the available details root cause of the failure cannot be determined yet, with a nonunion, any device will fail eventually if the bone does not show any fusion in time. More detailed information about the patients as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.